Event description:
Caller states a pin on the inform meter was brown and appeared to be burned. The metal contacts on the back of the device were hot to the touch. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.